Event description:
It was reported, that the rigid video scope had image flashing on the screen and low brightness. The issue was found, during preparation for use. For an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid video scope had image flashing on the screen and low brightness. The issue was found during preparation for use for an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure low brightness was confirmed and image flash screen was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle rear bend and light guide cover glass chipped. Based on the results of the investigation, it is likely the following led to the malfunction: low brightens caused by the bending of the light guide bundle rear and light guide cover glass chipped caused by a component failure of the light guide fibers glass of the distal end. A definitive root cause could not be identified for the image flash on the screen because the malfunction was not confirmed during evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.